Event description:
It was reported that upon connecting the handswitch, the unit would operate automatically without user activation. No additional information was provided by the customer.

Event description:
It was reported that upon connecting the handswitch, the unit would operate automatically without user activation. No additional information was provided by the customer.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete. Device not yet returned to the manufacturer for investigation.

Manufacturer narrative:
The device was not returned for evaluation. The device was not returned for evaluation.